Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. Subsequently, the pump shut down. The customer's blood glucose was 290 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Customer follow up on (B)(6) 2019: reportedly, the customer was able to charge the pump successfully after using an additional usb cable (non-tandem). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.